Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis that was manifested by abdominal pain and cloudy effluent. The patient presented to the emergency room and was subsequently hospitalized for the peritonitis. The cause of and treatment for peritonitis were not reported. Seven days from the onset date, the patient's pd catheter was removed as the patient was not recovering from the event. At the time of this report, the patient has not recovered from the event. Pd therapy was discontinued. No additional information could be provided as the reporter declined follow up.